Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B) (6) male patient contacted lifecor customer support to report that when he placed on of his battery packs in the charger this morning, it showed a red blinking light. Support sent the patient a replacement battery pack.